Event description:
It was reported that the ilet touchscreen cracked after the pump reportedly struck a wall while the patient was sleeping, and the device began restarting on its own; the screen remained usable and the user planned to return the device. Symptoms included no injury. Outcomes included interruption of therapy due to device restarting. Investigation included troubleshooting with education on shutdown, data sync via mobile app, return logistics, and continuation of cgm use. Investigation of this case revealed a damaged display and a device restart malfunction consistent with physical impact to the touchscreen/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.